Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy.